Event description:
Getinge became aware of an issue with one of our columns ¿ 115002d0 - 1150 operating room table column, indepen. Used with the 115030b0 - modular universal tabletop. As it was stated and confirmed with the photographic evidence, the column¿s motor malfunctioned during the surgery. According to the provided information, the anesthetist initiated the trendelenburg movement. Once the position limit was reached, the table tilted unintentionally beyond the intended trendelenburg angle and stuck in that position. The patient, who was under general anesthesia and secured with safety belts, was safely removed from the defective table and transferred to another operating table. The surgery was then continued on the new device. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the unintended movement which could potentially result in the patient's fall, was to reoccur.

Manufacturer narrative:
Getinge became aware of an issue with one of our columns ¿ 115002d0 - 1150 operating room -table column, indepen. Used with the 115030b0 - modular universal tabletop, as it was stated and confirmed with the photographic evidence, the column¿s motor malfunctioned during the surgery. According to the provided information, the anesthetist initiated the trendelenburg movement. Once the position limit was reached, the table tilted unintentionally beyond the intended trendelenburg angle and stuck in that position. The patient, who was under general anesthesia and secured with safety belts, was safely removed from the defective table and transferred to another operating table. The surgery was then continued on the new device. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the unintended movement which could potentially result in the patient's fall, was to reoccur. A technical inspection of the affected device was conducted and revealed motor damage which did not correctly detect position limits. The type of malfunction was confirmed by testing with a replacement motor, which correctly detected end positions. The quotation of the repair was provided to the customer but was not approved. Based on the investigation conducted, it was concluded that at the time of the event, the device was actively being used for the patient¿s treatment and was therefore directly involved in the reported incident. Since the malfunction of the motor was found, it was determined that the getinge device failed to perform according to its specified functions. A review of received customer product complaints found no past reports of similar incidents resulting in injury to either a patient or an operator. The affected table column was manufactured in april 2012 and had been in use for 13 years at the time of the incident. According to the subject matter expert, since the table is nearly 13 years old, the malfunction could be a case of wear and tear related to aging. A review of the customer product complaints database showed no previous complaints related to the reported issues with this device. Although the damage could be attributed to wear, the hospital has a getinge maintenance contract, but the maintenance history was not clarified. Taking into account all circumstances like the device¿s age and lack of clear maintenance history the most probable root cause is related to wearing. In summary and as a result of the root cause evaluation, it can be concluded that the reported issue, namely the unintended movement which could potentially result in the patient's fall, was expected wear an tear. We currently do not have any information that would warrant further action regarding device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction of b5 describe event or problem, h6 health effect ¿ impact code fields was required. This is based on the internal evaluation and the additional information that has been received. Previous b5 describe event or problem: getinge became aware of an issue with one of our columns ¿ 115002d0 - 1150 operating room-table column, indepen. Used with the 115030b0 - modular universal tabletop. As it was stated and confirmed with the photographic evidence, the column had a problem with a motor, which broke down during the surgery. According to the provided information, the anesthetist initiated the trendelenburg movement. Once the position limit was reached, there was a clicking noise and the table tilted. Consequently, the table had to be changed and the surgery was continued on the another device. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the unintended movement which could potentially result in the patient's fall and the procedural delay related to the transfer of the patient to the another operating table during the procedure, were to reoccur. Corrected b5 describe event or problem: getinge became aware of an issue with one of our columns ¿ 115002d0 - 1150 operating room-table column, indepen. Used with the 115030b0 - modular universal tabletop. As it was stated and confirmed with the photographic evidence, the column¿s motor malfunctioned during the surgery. According to the provided information, the anesthetist initiated the trendelenburg movement. Once the position limit was reached, the table tilted unintentionally beyond the intended trendelenburg angle and stuck in that position. The patient, who was under general anesthesia and secured with safety belts, was safely removed from the defective table and transferred to another operating table. The surgery was then continued on the new device. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the unintended movement which could potentially result in the patient's fall, was to reoccur. Previous h6 health effect ¿ impact code: delay to treatment/ therapy//4604. Corrected h6 health effect ¿ impact code: surgical intervention/prolonged surgery//4632.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Initial reporter: clinical engineering e1 initial reporter: (B)(6). E1 event site name:(B)(6). E1 event site postal code: (B)(6). E1 event site telephone: (B)(6). The unique identifier (UDI) # information is not available since the device was manufactured before 09/24/2022.

Event description:
Getinge became aware of an issue with one of our columns ¿ 115002d0 - 1150 or-table column, indepen. Used with the 115030b0 - modular universal tabletop. As it was stated and confirmed with the photographic evidence, the column had a problem with a motor, which broke down during the surgery. According to the provided information, the anesthetist initiated the trendelenburg movement. Once the position limit was reached, there was a clicking noise and the table tilted. Consequently, the table had to be changed and the surgery was continued on the another device. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the unintended movement which could potentially result in the patient's fall and the procedural delay related to the transfer of the patient to the another operating table during the procedure, were to reoccur.